Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that during the procedure, inside the pt, the balloon burst. As the stent wasn't dislodged yet, it was possible to retrieve the complete system. The procedure was completed successfully with another stent. No additional event or pt information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.